Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise was observed on the right atrial (ra) lead which led to inappropriate ams. Revision surgery was anticipated. The patient was stable and there were no adverse consequences.

Event description:
It was reported that the right atrial lead was capped and replaced in order to resolve the event. The patient was stable following the procedure and there were no adverse consequences.